Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's (mg/dl); cause was unknown. Juice was consumed to treat the low bg level. Although requested by tandem technical support, the customer declined to provide additional information regarding the reported issue. Recommendation was made to consult with healthcare provider regarding diabetes management.